Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 for device for mechanical circulatory support. While on support there was a positioning issue. The pump position was showing unknown alarms. The field staff went over numbers to advise as the impella appeared to be in the incorrect position. No further information was provided and the device was explanted in the procedural area.